Manufacturer narrative:
Long trace and detail trace have no data recorded on event date. Retainer ring = black. Customer complained about the unit having battery anomalies, no delivery alarms and bolus anomalies on event date of (B)(6) 2021. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The history download was successful using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification. Multiple no delivery alarms noted in the history download on (B)(6) 2021 14:28:00.000 - (B)(6) 2021 06:53:06.000 during bolus delivery but none on event date of (B)(6) 2021. No battery lasts less than expected anomalies or battery alarms/alerts/anomalies noted on event date of (B)(6) 2021 or 7 days before the event date either. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with cracked select button on keypad overlay, pillowing keypad overlay, scratched display window cover, faded/stained/peeling serial number label, cracked case at belt clip rail corner and scratched case. Visual inspection on the electronics found no anomalies. Insulin pump was not confirmed for unexpected no delivery alarms, battery lasts less than expected anomalies or battery alarms/alerts/anomalies during testing. Insulin pump passed required testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had no delivery alarm all the time. The customer stated that insulin pump rejects new batteries and sometimes does gives the insulin during a bolus when it supposed to do. No harm requiring medical intervention was reported. The device will not be returned for analysis.